Event description:
It was reported the asymptomatic patient's atrial lead exhibited noise. The noise was reproducible with isometrics. Atrial noise reversion episodes were observed due to oversensing noise. No intervention was performed. The patient did not experience any adverse event and will continue to be monitored via remote transmission.